Event description:
Using dexcom g7 15 day cgm sensor. Went to apply sensor on my arm, device deployed onto arm but the needle that is meant to go into the skin, deployed frontwards instead of backwards into the skin. Since the needle was in the wrong place, it makes the device useless and unable to read blood sugar. Refer to add'l documents in i2k.